Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on bd precisionglide¿ needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A total of 64 samples were returned for evaluation. Visual inspection of the returned samples showed three needles with indentations and 25 samples with epoxy splatters on the shafts of the cannula, therefore failure mode was verified. The remaining 37 samples were examined for the black residue reported, but nothing resembling a black residue was seen. The indentations on the needles may have been caused by the needle locaters at the shielding operation. If they were experiencing air pressure issues, that may have caused the needle locaters to exert excessive force. The epoxy splatters most likely occurred when an assembly rack have tipped during production coming in contact with wet epoxy on an adjacent rack, or a misassembled cannula may have flipped during assembly coming in contact with an adjacent needle. Here are the things we've done to improve epoxy splatters: re-trained operators in regards to inspecting for epoxy splatters and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Forty-eight visual inspections were performed on 2,550 parts with zero defects noted. There were two notes for shielding issue related to air pressure. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that black foreign matter was found on bd precisionglide needles. There was no report of exposure, injury, or medical intervention.